Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and evaluated the logs. The rse found that the error logs showed speaker malfunction (2) which indicated that the left speaker was faulty. A philips field service engineer (fse) was dispatched for onsite evaluation and confirmed the issue. The device failed the audio test. The speaker was replaced to address the issue. The device was operational after repairs were completed.

Event description:
Philips received a complaint on the earlyvue vs30 vital signs monitor indicating there was a speaker malfunction error. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.